Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) customer photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to improper line clearance and cleaning of the supersacks. The supersacks are reusable bags that are used to transport materials from one department to the next and if not cleaned/cleared properly after use material remaining from a previous batch can remain within the bag. Awareness of the complaint was made for associates.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a small tube inside another tube for cat 367899 lot 2066671.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a small tube inside another tube for cat 367899 lot 2066671.